Event description:
Caller reported a malfunction on the pump, categorized as malf 3, with a fault ID of 0x2095. There was no adverse impact to the customer's blood glucose level. To resolve the issue, tandem technical support arranged for a replacement pump to be sent to the customer. The customer was advised to put the malfunctioning pump into storage mode and return it to tandem using the provided return box and pre-paid label. Additionally, the customer was instructed on how to program their settings and connect their cgm to the new pump. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery during the pump replacement process.